Manufacturer narrative:
The field service engineer determined there was a bubble on top of a cell after being filled from the rinse nozzle. The filling was not a smooth flow. The rinse mechanism was cleaned and discolored/worn rinse tubing was replaced. The check valve, a valve bank, and pump head were also replaced. The cuvette pressure was adjusted. Probes were replaced and aligned. Precision studies were performed before and after service actions and were improved after the service actions. The customer successfully ran calibration and controls. The customer stated that controls were acceptable prior to the event. Upon review of the provided quality control data, one level of control were outside of expected values both before and after the event. As control ranges had not been updated on the customer's instrument, it could not be confirmed if controls were within range at the time of the event. No relevant alarms were observed upon review of the alarm trace. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The samples were repeated on a second analyzer and these results were believed to be correct. The first sample initially resulted in a glucose value of 4 mg/dl, which repeated as 124 mg/dl. The second sample initially resulted in a glucose value of 24 mg/dl, which repeated as 443 mg/dl. The glucose reagent lot number was 555271. The reagent expiration date was requested, but not provided.